Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had two sensors that had missing electrodes when inserting. Their blood glucose was unknown. Nothing further reported. The sensors will not be returned for analysis.